Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s display screen was cracked and the belt clip was broken, while the device continued to function and blood glucose levels were not affected. Symptoms included no adverse physiological effects. Outcomes included no impact to health status and no change in therapy. Investigation included complaint intake review and return logistics with device replacement and retrieval of the original device. Investigation of this device revealed physical damage to the device enclosure components, specifically the screen and clip, consistent with external damage without functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device handling or external mechanical stress.